Manufacturer narrative:
Age at time of event: (B)(6). The date of event is unknown. The patient¿s date of birth was used to determine the age of the patient at the time bd was made aware of this malfunction. Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of tubing vacuumed flat was received from the customer. No product or photo was returned by the customer. The customer complaint of damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that pri tubing was defective, occluded, and the air in line alarm went off. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the pump alarmed "air-in-line and occluded, upon assessment, the tubing appeared to have issues with venting. The tubing was vacuumed flat. Verbatim: etoposide started per protocol. Pump began to alarm as "air-in-line" and "occluded." Upon assessment, the tubing appeared to have issues with venting. The tubing in the channel was vacuumed flat and the chamber was concaved in as well. Infusion stopped. Pharmacy notified. Pharmacy recommended to disconnect and delivered to them. No adverse event or harm to pt. Pt stable. Per customer response: is the date of event known for the reported failure? It is unclear if the entered by date in the email that was sent is the date of the event. (B)(6) 2020 and (B)(6) 2020. Is the sample available for investigation? If yes, we will provide you with a return label. No, difficult to obtain due to hazardous drug administration. I do feel that this issue may be occurring when the tubing is used in conjunction with equashield cstd products. I have reached out to their rep and will be speaking with them today.